Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was suspected to have pump thrombosis. The patient was also reported to have a past medical history of multiple gastrointestinal bleeds (gibs) requiring adjustments in anticoagulation to address the bleeds that may have contributed to drops and/or fluctuations in the international normalized ratio/acetylsalicylic acid (inr/asa) levels. Baseline lactate dehydrogenase (ldh) levels were in the 200 range; however, patient presented with elevated ldh levels of greater than 900. The patient was treated with integrillin. Elevation of the patient's bilirubin was also reported. Power spikes were also observed. A pump exchange was subsequently planned by the hospital. The MFR received a report through device tracking indicating that, after approximately 13 months of support on the lvad, the patient received a pump exchange due a clot in the pump.

Manufacturer narrative:
The pump was successfully exchanged and the patient remains ongoing on lvad support. No further issues have been reported. The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.